Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device(s) remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were listed in this report: triathlon cr x3 tibial insert: cat# 5530-g-7116, lot lbc562. Triathlon-prim tib baseplate cemented #7: cat# 5520-b-700, lot unknown. Triathlon-cr femoral component cemented #7 right: cat# 5510-f-702, lot jb121. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that the patient contacted his surgeon dr. (B)(6) and wanted to know if his bilateral knee replacements were part of recall. Sales rep (B)(6) contacted the hotline on (B)(6), 2011 to find out if implants were part of a recall. The implants listed are from the patient right total knee replacement. Additional information: patient stated that he has been experiencing pain in his right knee and is scheduled for a revision.